Event description:
It was reported that during a pta/stenting treatment procedure, deflation difficulties were encountered with the talon balloon after the second inflation to an unknown pressure, and the catheter shaft fractured during withdrawal. The pt was asymptomatic during this event, however the procedure was lengthened to approximately 1.5 hours. The lesion being treated was in the mid superficial femoral artery. It is noted that the contrast medium used was 100% optiray. The partially deflated talon balloon was pulled forecefully in an attempt to remove it from the patient, and the catheter shaft fractured. The balloon detached inside the patient, but remained on the guide wire, and was successfully snared. A cordis smart stent was used to complete the procedure. No patient injuries or complications were reported.